Manufacturer narrative:
The report of a device infusion issue was not confirmed. Details regarding the reported event were not provided. The pcu event log shows pump module s/n (B)(4) was in use and infusing at a rate of 4ml/hr. At 9:25 am, the device was channeled off. Then at 3:36 pm, the device was selected, and the infusion was restored and started, and the infusion ran approximately 5 minutes before it was channeled off again. The pcu event log cannot identify the user that operated the pump module. The root cause of the report of a device infusion issue was not identified. Log review only.

Event description:
It was reported that a patient infusion/medication was discontinued/stopped before leaving the floor for the cath lab. When the patient arrived at radiology however, the medication was still infusing. There was no patient impact.